Event description:
It was reported the duodenovideoscope exhibited bonding chipped, the issue occurred during service of maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to some kind of stress such as damage or deterioration of parts, operational problem, and storage problem. The most probable cause is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.